Event description:
It was reported that during a routine upgrade to a biv device, the atrial lead was noted to have non-capture and no output. The patient had been in a car accident about a week prior. A chest x-ray showed no slack in the lead. The lead was explanted and replaced successfully. The patient was stable post procedure.